Event description:
It was reported that prior to the procedure the corrugated tube was found to be disconnected from the patient-side y-site connector. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. The sample was received in used condition without original packaging. Visual inspection confirmed the device was disassembled. A CAPA was opened to investigate this issue. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).